Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. There is no indication that the death of the patient was the result of a system failure. Log files and clinical images were analyzed for the specific clinical case. The image quality in subtraction mode depends on a complex combination of technical and clinical factors that influence the perceived image quality during a procedure. These factors include c-arm positioning, patient size, patient anatomy, contrast media, contrast injection volume, injection timing and any motion involved during the image acquisition process. In order to address these influences and still achieve the desired image quality in the specific clinical setup, the clinical user has to adapt imaging parameters on the mobile c-arm system. The provided subtraction mode image series were evaluated in unsubtracted view (native), which showed good physical contrast and good image quality of the anatomy throughout the clinical procedure. However, these native images also showed that the amount of contrast that was added by contrast media injection was not at a constant level which resulted in subtraction images with reduced contrast and/or increased visual noise. Potential factors of such reduced vessel contrast are choice of contrast media, iodine concentration, injection volume, injection rate and actual vessel size and physiology. The performed clinical procedure included intense radiation usage of the mobile c-arm with a summarized radiation time of 1h and 14 minutes within a total time window (measured from first radiation to last radiation) of 3.5 h. Due to the intense load the mono block of the system showed increased temperature which was indicated to the user in the user interface. Also, for the x-ray detector, the temperature was increased which was indicated to the clinical user by a warning message "temp. Fd supérieure à plage calibr. Restric. Possible de qualité". This message was accepted by the clinical user by confirming the message and the user continued using the system for 17 more minutes. None of the provided images shows visible artefacts. There is no indication that there was a technical issue related to the mobile c-arm system during the clinical procedure. No system error has been recognized and no parts have been exchanged. The system is still in clinical use. Additionally, siemens has provided application training on site by our specialists. The manufacturer is not considering further actions resulting from this event as no system error has been recognized.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. There is no indication that the death of the patient was the result of a system failure. Log files and clinical images were analyzed for the specific clinical case. The image quality in subtraction mode depends on a complex combination of technical and clinical factors that influence the perceived image quality during a procedure. These factors include c-arm positioning, patient size, patient anatomy, contrast media, contrast injection volume, injection timing and any motion involved during the image acquisition process. In order to address these influences and still achieve the desired image quality in the specific clinical setup, the clinical user has to adapt imaging parameters on the mobile c-arm system. The provided subtraction mode image series were evaluated in unsubtracted view (native), which showed good physical contrast and good image quality of the anatomy throughout the clinical procedure. However, these native images also showed that the amount of contrast that was added by contrast media injection was not at a constant level which resulted in subtraction images with reduced contrast and/or increased visual noise. Potential factors of such reduced vessel contrast are choice of contrast media, iodine concentration, injection volume, injection rate and actual vessel size and physiology. The performed clinical procedure included intense radiation usage of the mobile c-arm with a summarized radiation time of 1h and 14 minutes within a total time window (measured from first radiation to last radiation) of 3.5 h. Due to the intense load the mono block of the system showed increased temperature which was indicated to the user in the user interface. Also, for the x-ray detector, the temperature was increased which was indicated to the clinical user by a warning message "fd temperature higher than calibrated. Possible quality breach." This message was accepted by the clinical user by confirming the message and the user continued using the system for 17 more minutes. None of the provided images shows visible artefacts. There is no indication that there was a technical issue related to the mobile c-arm system during the clinical procedure. No system error has been recognized and no parts have been exchanged. The system is still in clinical use. Additionally, siemens has provided application training on site by our specialists. The manufacturer is not considering further actions resulting from this event as no system error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the cios alpha system. During an emergency endovascular abdominal aortic procedure, the doctor reported that the quality of the images was useless and as a result the patient passed away. The operator used the system for approximately 1.5 hours and reported that the image quality decreased continuously throughout the procedure until the images acquired were of no use. The operator was able to complete the procedure. The affected system is a mobile x-ray c-bow system, installed in (B)(6) 2018, which can be moved in order to use at different locations. However, no information was provided as to why the operator continued to use the imperfect system instead of replacing it by another available mobile c-bow or relocating the patient to another system. It was not possible to keep the patient stable and the patient passed away one day after the procedure. At this time, siemens has requested additional event details in order to conduct a thorough investigation.